Event description:
.

Manufacturer narrative:
Concomitant medical products: product ID: 8637-20, serial# (B)(4), implanted: (B)(6) 2010, product type: pump. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving morphine (20mg/ml, 0.122mg/day), then fentanyl (2000mcg/ml, 110mcg/day) via an implantable infusion pump. Indications for use included non-malignant pain. It was reported that on (B)(6) 2015, the patient met the hcp to replace the morphine in the pump back to fentanyl. It was later determined that a bridge bolus was not done after the drug change. The patient began experiencing drowsiness approximately (B)(6) 2015. The patient presented to the ER with drowsiness (B)(6) 2015, and was placed on a narcan drip. The ER did not have an 8840 to program the pump to minimum rate mode. It was also reported that the patient was back in the hospital on (B)(6) 2015. The hcp gave orders to adjust to minimum rate again. The patient was told to see another pain physician, but the patient was unclear of which physician would manage the pump in the future. The ICU hcp did not want to adjust to minimum rate because they were unclear of where she could go next. The ICU hcp kept the patient at the hospital on a narcan drip until a plan would be developed with the hcp and the ICU. The reported diagnostics included they had the patient on a narcan IV drip. The cause of the drowsiness symptoms was reported as the hcp did a drug change earlier that week from morphine to fentanyl (on (B)(6) 2015) and it was determined that a bridge bolus was not done. It was also noted that the cause was due to morphine; the patient had side effects on morphine and wanted fentanyl back in the pump. When the hcp replaced the drug back to fentanyl, the catheter still had morphine. The manufacturer's representative was going to meet with the managing hcp and the patient on (B)(6) 2015, but they were unable to reach the patient. Regarding what actions/interventions have been taken to resolve the bridge bolus programming error and the patient's symptoms of drowsiness, it was noted the manufacturer's representative spoke to an hcp on (B)(6) 2015. The patient was planning to locate a di fferent practice to manage their system. The serial number of the physician programmer and the patient outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.